Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for closure of a hemostasis after polypectomy in the right side of the colon during a routine colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was inserted through an olympus scope and opened at the distal end close to the anatomy. The clip was able to grasp and lock onto the tissue. Then, the tech went through the 3-step deployment method. However, at the "pop" part where the hand was opened back up on the handle, the clip did not disengage from the catheter and was stuck in a closed state. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.